Event description:
The account generated (B)(6) architect hbsag qualitative ii results on a known (B)(6) patient who was being monitored for treatment. Sample ID (B)(6) tested architect hbsag qualitative ii (B)(6). The patient tested (B)(6) and (B)(6). No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier contains only partial patient ID due to space limitations. The full patient identifier is (B)(6). This report is being filed on an international product, architect hbsag qualitative ii, list number 2g22, that has similar products distributed in the u.s., architect hbsag, list number 1l80 and architect hbsag qualitative, list number 4p53. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The performance of the architect hbsag qualitative ii reagent 2g22-30 16462lf00 has been assessed using a retained sample of this lot. One architect instrument was calibrated using this reagent lot and the controls met package insert specifications. The reagent lot was then assessed by testing one replicate of each level of two commercially available seroconversion panels ((B)(6)). Reagent lot 16462lf00 detected the same first (B)(6) bleed for one of the two seroconversion panel sets and one earlier bleed for the other when compared with historical data. From this assessment the investigation team conclude that the architect hbsag qualitative ii reagent 2g22-30 16462lf00 is performing acceptably with regard to clinical sensitivity. A review of the manufacturing and quality testing records was performed for architect hbsag qualitative ii reagent 2g22-30 16462lf00 and no issues were identified. Also a review was performed of the customer complaint database and identified no adverse trend for architect hbsag qualitative ii assay and no atypical complaint activity for lot 16462lf00; no other complaints were registered for this lot. The results of our investigation to date demonstrate that the architect hbsag qualitative ii reagent 2g22-30 16462lf00 is performing acceptably. No product deficiency was identified.